Event description:
Dealer states sieve beds are saturated. Per independent repair center statement, the unit is alarming/red light, manifold valve not shifting, and clogged muffler. Key failure identified as sieve beds saturated.